Event description:
It was reported that pump issued altitude alarms and insulin delivery was suspended while speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes, reconnected cartridge, and was able to resume insulin with existing cartridge after guidance from technical support; alarm initially recurred, so technical support planned follow-up, later confirmed insulin was running without new issues, and provided tips to prevent future altitude alarms, which customer understood and acknowledged.